Event description:
During a device implant procedure, a threshold test was performed using the merlin programmer. When the test button was held down, an error message was displayed and the device continued to pace at the test rate. The programmer was rebooted and upon restart, the threshold test was stopped and normal pacing resumed. There were no patient consequences, and the implant procedure was completed.